Event description:
This rv lead extender was implanted on (B)(6) 2013 and is being used with a competitor lead which is considered off label product use. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).